Event description:
It was reported that the programmer had long boot times of 10 minutes with error messages saying the user should reboot and call medtronic. The programmer will be returned for repair. There was no patient involvement. It was further reported on the return paperwork that the programmer powered on to a "grave" programmer error. The programmer has been returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had long boot times of 10 minutes with error messages saying the user should reboot and call medtronic. When the user is able to get the programmer to complete the boot up, it works fine. The programmer will be returned for repair. There was no patient involvement. It was further reported on the return paperwork that the programmer boots to a "grave" programmer error. The programmer has been returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that it booted to an error and the hard drive was reconfigured and the software reloaded. Analysis also found that the tab on the power cord bay door was broken and the bay was replaced. (B)(4).

Event description:
It was reported that the programmer had long boot times of 10 minutes with error messages saying the user should reboot and call medtronic. When the user is able to get the programmer to complete the boot up, it works fine. The programmer will be returned for repair. There was no patient involvement. It was further reported on the return paperwork that the programmer boots to a "grave" programmer error. The programmer has been returned for service. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.